Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called back and stated they have been encountering problems with their controller and it had been going on for a couple of years now. Agent asked patient to provide more information on the issue. Patient stated that the controller went blank and unresponsive while they were charging their ins. Patient is requesting for a new controller. Patient insisted that they met with a mdt rep alita noecker a couple of months ago and they were told to call and just ask for a new controller. Patient is claiming they already wiped of the pins and reset the controller and did all the troubleshooting. The issue was not resolved. A request was sent to repair to replace the controller. Pt called back and repeated details from original call. Pt did clarify that the reason they have been having to reset the controller is because the screen will go white, and it will show a replace controller battery screen. Pt knows controller will arrive tmrw, and says their ins is at 50 percent so they are nervous it will deplete. Reviewed that controller will arrive tmrw, and to follow up with hcp if she is concerned about the ins battery level. Patient called back saying they received controller and asked what battery to put in it. Agent reviewed to put battery from old controller in the replacement controller and send back only the old controller.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back, they were trying to get their new remote (controller) working but the serial number on the controller screen does not match up to the box. Patient unlocked controller and saw their main screen. Controller showed 100% and implant 70%. Agent reviewed with patient with the serial number on the paper was for the controller not the implant. Patient noted they will charge their implant and agent reviewed with patient to monitor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that they went to turn on the controller to see if it needed to be charged and saw that stimulation is off. Caller stated they don't know how it got off or how to get it back on. Agent walked caller through turning stimulation on. Caller confirmed controller is 100% and implant is 100% with stimulation on group b. Agent reviewed how stim could be off. The troubleshooting steps that were taken on the call resolved the issue. At the end of the call, pt stated that they have been having problems with the controller for awhile. Agent asked clarifying questions; pt stated they have to take the battery pack out or 'wipe it off everywhere' because it wasn't working. Agent asked about error messages - pt denied. Agent asked pt why they were resetting the controller - pt did not have an answer and was not clear on what the problem or issue is so agent did not gather serial number. Agent recommended to monitor and can call back if further assistance is needed.